Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports being submitted regarding this event. This event has already been reported under MDR # 3004209178-2016-53299 (insulin pump).

Event description:
The customer called to report that the insulin pump had alarmed no delivery and motor error multiple times throughout the day, and her blood glucose reading was 457 mg/dl. The customer also reported a blood glucose reading of 252 mg/dl. Customer stated that the device did not alarm during manual prime. The customer stated that she ran insulin through and did not see any air bubbles. The customer did not have the reservoir to return. The reservoir was replaced.